Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 10 months following the implant of this transcatheter bioprosthetic valve, leaflet thickening, pannus formation, thrombus formation, and early signs of valve calcification were observed. The valve frame was noted to be oval in shape.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: no dicom imaging provided for evaluation, just the case summary report and additional images from the report. Patient was implanted with a 26 mm evolut pro on (B)(6) 2019. Evolut inflow appears under expanded with calcification seen outside the frame under the native non-coronary cusp (ncc) and left coronary cusp (lcc). Calcium deposit seen on outside transcatheter aortic valve (tav) frame in lcc. Evolut implant depth is deep (ncc 5.7, lcc 7.1 millimeter (mm), and right coronary cusp (rcc) 6.0 mm mm). Proctor comments on leaflets appearing thickened with possible plaque/thrombus. Additional images are sizing assumptions used by proctor for review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 10 months following the implant of this transcatheter bioprosthetic valve, leaflet thickening, pannus formation, thrombus formation, and early signs of valve calcification were observed. The valve frame was noted to be oval in shape. Additional information was received that valve was implanted into the native annulus. The gradient at discharge was aortic valve area (ava) 2.1 cm2, aortic valve maximal velocity (av vmax) 2.37 m/s, and aortic valve mean pressure gradient (avmeanpg) 14.72mmhg. Following implant, plavix was used for anti-platelet therapy and acetylsalicylic acid (asa) was used for anticoagulation therapy. No thrombus or oval shape was reported to be observed from the case. The patient was treated with valve-in-valve replacement approximately five years and eleven months post-implant.

Manufacturer narrative:
Updated: a4, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.